Manufacturer narrative:
There was no sample returned as the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There were not other complaints in the associated lot. The consumer did not want her surgeon contacted for additional information. (B)(4).

Event description:
A consumer reported after having intraocular lens (iol) implant procedure, her vision is very blurry and the color she sees looks dingy. Consumer indicated that she had a piggyback lens implanted a few years ago which was removed as she developed chaffing of the iris which caused high intraocular pressure (iop). Consumer did not want her surgeon contacted. No further information available.